Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic examination found one of the two cylinders kink resistant tubing (krt) had a hole resulting in a fluid leak. The other cylinder showed no signs of abnormalities and passed the leak test. Based on the available information, the reported observations were unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as intended. The patient was unable to obtain an erection. The ipp was replaced, and there were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as intended. The patient was unable to obtain an erection. The ipp was replaced, and there were no patient complications reported.